Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot / batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What was the reason for using a 100mm device on the small bowel? Was the 100mm device used on the common channel and opening or were other devices or stapling/ suture used? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to assemble/ close? Was the device difficult to fire; was the force to fire higher than expected? Was it leaking through the staple line? Where there any difficulties with staple formation? What type of blood products were given and what was the amount? Why was the patient put on anticoagulation therapy? What anticoagulant was prescribed? What is the current status of the patient? Response: the only extra information I was given was that the patient is fine now and that the staple line was not leaking at time of transaction and the staple line looked fine.

Event description:
It was reported that post-operative after a small bowel procedure the patient was brought back to the o.r. Due to internal bleeding from an anastomotic leak. "After the initial procedure the surgeon indicated that the procedure seemed great". The patient¿s hemoglobin went to six. The patient received seven liters of blood and afterwards the patient was put on an anticoagulant.